Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. To date the device has not been returned.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the trigger of an expressew iii autocapture + suture passer broke that the jaws would no longer clamp. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.